Event description:
Patient allegedly received an implant on (B)(6) 2010 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging grade 3 perforation. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿no migration; no significant tilt; grade 3 perforation - posterior strut abuts medial margin of psoas muscle.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01250.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. The patient alleges to have been injured without further explanation.